Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter was confirmed, and the cause was determined to be associated with use of the device. The proximal end of a broviac 4.2fr catheter was returned for investigation. Blood residue was observed within the catheter, which confirms that the sample as used. The intermediate tubing was not visible on the returned sample. The 4.2fr tubing had been cut 2.3cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. A 7mm longitudinal split was observed in the 4.2fr tubing within the clamping oversleeve. The split was curved at both the proximal and distal ends of the split. A microscopic examination revealed that the split surfaces of the catheter were jagged and granular. A tactual investigation revealed slight weakening in the extension leg near the split. The characteristics of the split in the tubing are consistent with a burst due to overpressurization. The split in the tubing would allow fluid to fill the space between the 4.2 fr tubing and the intermediate tubing. The burst damage and the elastic weakness most likely contributed to the damage in the intermediate tubing. A syringe smaller than 10 ml should not be used to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the outer lumen of the catheter pulled away from the inner lumen. No patient injury reported. On (B)(6) 2018 - returned sample shows evidence of burst in addition to a separation of the catheter lumen layers. These events appear to be cascading.